Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using venovo venous stent. One month and eleven days post a stent placement; stent was allegedly fractured. At this time, detailed clinical information is not available, as the patient is still under follow-up and angiography prior to re-intervention has not yet been performed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample is not available for evaluation, but provided x-ray images demonstrate the placed stent inside vessel. The stent is fractured towards one end and the fracture is categorized as complete transversal fracture with displacement of the stent end. Also, treatment with another stent inside the fractured stent is visible. A manufacturing related issue could not be found. In this case a classification of the stent fracture was not possible; the lesion was pre and post dilated, and the stent could be deployed without difficulty. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) describes holding and handling of the system throughout the procedure. Under required materials the IFU state a 9f introducer for a stent diameter of 14 mm, and a 0.035 inch (0.89 mm) diameter guidewire. A stent size selection table describes the relationship between stent diameter and vessel diameter. Regarding pta the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.' And 'post stent expansion with a balloon dilatation catheter is recommended.' G3, h6 (method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using venovo venous stent. One month and eleven days post a stent placement, the stent was allegedly fractured. At this time, the detailed clinical information is not available, as the patient is still under follow-up and angiography prior to re-intervention has not yet been performed. There was no reported patient injury.